Event description:
Customer reports meter results of 635mg/dl while using the advantage sys. The result is outside the numeric reading range of 10-600 mg/dl of the device. No quality controls were run. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.